Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval. (B)(4).

Event description:
The customer reported during a chemotherapy infusion with doxorubicin they identified a leak from the air vent above the drip chamber. This resulted in a chemotherapy spillage over the pump, the drip stand and the floor.